Event description:
It was reported that lines appeared on the pump touch screen. Customer¿s blood glucose level ranged between 107-176 mg/dl. Reportedly the customer had an alternate pump and manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.